Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon elongated and she thought it came out in one piece. She manually felt inside to see if any tampon pieces were left behind, but she did not find anything.